Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3/h6: device history lot part# 03.133.150 synthes lot # j006481 supplier lot # j006481 release to warehouse date: 22 sep 2022 supplier: mack molding company no ncrs were generated during production. Device history review of the device history record(s) showed that there were no issues. During the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6)2023, the patient underwent a removal surgery. During surgery, the coupling part of the handle broke and the spring at the tip of the handle came off when a screwdriver tip was inserted into the handle. Removal of implants was done by another screwdriver. The surgery was completed successfully within a 30 minutes delay. After surgery, the disengaged spring was lost during washing. No further information is available. This complaint involves one (1) device. This report is for one (1) screwdriver handle univ. This is report 1 of 1 for complaint (B)(4).